Event description:
During a coronary artery stenting treatment procedure the stent migrated. The physician was treating a lesion in the ostium of the calcified right coronary artery(rca). A 3.0x8mm taxus express2 drug eluting stent was advanced to the lesion. On the physician's first attempt to inflate the balloon and deploy the stent, the balloon and stent "popped" back into the aorta. When the physician deflated the balloon the stent migrated to an unk location and was not retrieved. No intervention was done and the procedure was aborted. The pt is reported as fine, there were no pt complications.